Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 4.8, lab: 3.18. Inratio: 4.5, lab: 3.28; inratio: 3.9, lab: 2.1.

Manufacturer narrative:
Investigation pending.